Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. According to the reporter: the anvil of the device remained locked on tissue. The security needed to be broken and the anvil damaged the anastomosis. The anvil also tore off the distal part of the colon. The staples were not formed correctly and the staple line was incomplete. The device did not cut the tissue and made unusual noises. The laparoscopy was converted to a laparotomy and the anastomosis was made with another device successfully. There was unanticipated tissue loss and torn tissue. Surgical time was extended by an hour.